Event description:
It was reported that this right ventricular (rv) lead exhibited no pacing when required and high capture thresholds when programmed in bipolar configuration. The patient is dependent on rv pacing. The patient underwent an upgrade procedure where the existing rv lead was placed in the left ventricular (lv) port to be utilized as a back up pacing lead and left bundle branch lead placed in the rv port of the cardiac resynchronization therapy pacemaker (crt-p) device. The rv lead remains in service. No additional adverse patient effects were reported.